Event description:
The device was used during an anterior resection procedure. Reportedly, the instrument was difficult to open. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.